Event description:
As diagnosed by urgent care: one patient experienced conjunctivitis and superficial injury to the cornea after using medical device, kroger disinfecting lens care solution. Patient was prescribed tobramycin sulfate and hydrocodone-acetominophen as a result